Event description:
During a follow-up, low ventricular sensing and loss of capture were observed. X-ray revealed lead dislodgement. Hence, the lead was explanted; however, the lead will not be returned for analysis.

Manufacturer narrative:
No medwatch form was received.